Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia exceeding 400 mg/dl while using an inset infusion set and did not change the site or supplies in a timely manner after running out of insulin; dosing was stopped, and no occlusion alerts were recorded. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving improper or incorrect procedure associated with the user interface and infusion set management. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.